Manufacturer narrative:
Full e1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a poor image quality that was turning green. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d8, g1 this supplemental report is being submitted to provide the results of the final investigation. The investigation noted the poor image quality, green color was due to a damage on the charge-coupled device (ccd) unit, a shaved connector and damage on the video plug. A definitive root cause of the damage could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.